Manufacturer narrative:
It was reported that after about a month of stent placement, the stent was found fractured and was removed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can occur by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Duodenum structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, and it is hard to reconstruct the situation at the time of procedure. However, based the description "stent was found endoscopically to be fractured about 2cm from the pyloric ring to pyloric area", it is assumed stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, peristalsis of organs and other factors complexly. In the user manual by taewoong, it is stated that "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2024: the stent was placed in the second portion of duodenum to pylorus of the patient have stenosis of duodenum. On (B)(6) 2024: it was found that the stent had not fractured by x-ray. On (B)(6) 2025: the patient visited the hospital due to passage disorder symptoms. On (B)(6) 2025: the stent was found endoscopically to be fractured about 2cm from the pyloric ring to pyloric area. The fractured stent was removed from the patient's body. The procedure was finished without additional stent implantation because no stenosis occurred in the remaining stent lumen. After that, no passage disorder symptoms occurred. There was no tissue damage due to the stent fracture. The patient was young and peristalsis may have been severe. The physician suspected that metal fatigue and peristalsis caused the stent fracture. The physician also commented that the passage disorder symptoms may have been caused by the fractured stent being caught in the proximal side of remaining stent. There were no patient complications as a result of this event.